Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 23-jul-2024, reported that patient faced infusion set leakage at quick release. Infusion set has been used for one day. The blood glucose level was high. Therefore, patient was treated with manual bolus. No further information available.